Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the (B)(6), during the deployment of a sapien 3 ultra valve in the aortic position via transfemoral approach, the valve ¿popped¿ during the balloon inflation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: the recall number assigned to the event reported in this manufacturer report has been received and documented in this report.

Manufacturer narrative:
The product was not returned for evaluation. No imagery was provided. A device and lot history were unable to be performed as no lot number was provided. The edwards ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established. The instructions for use (IFU), device preparation and the training manual confirmed no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of unites, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The complaint for balloon burst was unable to be confirmed. Based on available information, a definitive root cause is unable to be determined at this time. The investigation did not provide any indication that a manufacturing non-conformance contributed to the reported event. The complaint history review suggests patient factors (annular calcification) and/or procedural factors (additional volume added to the balloon inflation, device manipulation/excessive force as a result of retrieval difficulty with burst balloon) may have contributed to the reported events. However, since no patient or procedural information was provided, a root cause was unable to be determined. A CAPA was previously opened to address balloon bursts and retrieval issues. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.